Event description:
The customer reported that he activated the device at 9:00 pm on (B)(6) 2012. He was up late with family and at 1:24 am on (B)(6) had a snack and a meal insulin bolus for it (did not report blood glucose reading, carbohydrate grams or insulin dosage). At 5:36 am his bg was 481 mg/dl, so he took a correction bolus of 6 units. At 6:18 am his bg had lowered only to 447 mg/dl, so he removed the device and observed that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."